Event description:
The physician inserted the central line without difficulty. After insertion, the physician then pulled the introducer back to check for blood return. Upon pulling back, it was noted that the end of the introducer that was in the patient was uncoiled. Staff members obtained a new central line kit and used a new introducer to successfully place the line. There was no patient harm as a result of this incident. There were no visual defects noted prior to the start of the procedure, and the cause of the device failure is unknown.